Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and hence suspected that the insulin pump might have underdelivered insulin customer stated that blood on the infusion set is the reason for high bg and customer experienced nausea and tired. Customer was declined troubleshooting customer has been using with the auto mode/smart guard feature active at time of high bg event. The device will not be returned for analysis.